Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2rhk0 implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 17-aug-2024, UDI#: (B)(4). B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for the treatment of bladder issues, urge incontinence, and urinary/bowel dysfunction. It was reported that the lead in their previous ins had broken, although they were unsure how it happened. They mentioned visiting their healthcare provider's (hcp) office on (B)(6), where they met with manufacturer representative (rep). During this visit, they reviewed all the information and were informed that the lead was broken, and it was decided that the device needed to be replaced. They were inconvenient time for them to replace their ins. They also mentioned having a post-op appointment scheduled for tomorrow, during which the bandage will be removed. The circumstances that led to the reported issue remain unknown. The patient was redirected to their healthcare provider (hcp) for further evaluation and resolution of the issue. Additional information was received from the manufacturer representative (rep). The rep stated that the rep no longer works for manufacturer. Caller reviewed rep's notes & calendar and stated that the rep had an appointment scheduled with the patient at healthcare provider (hcp) office for (B)(6), but there were no further notes, so that it was not clear if the rep actually met with the patient, or if patient could¿ve been informed about their device by the hcp. Ian stated bill had been an experienced rep who would have reported a device issue if he had been aware of one. No further details were known.